Manufacturer narrative:
The investigation of optical signal issue has been completed. The cause of the placement signal issue was sensor drift per log and return product review. Low pump flow was found to be unrelated to the impella device. H6 code 1248 was reported incorrectly on manufacturer device report 1220648-2024-17513.

Manufacturer narrative:
Rp flex with smart assist system with automated impella controller instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
It was additionally reported that the patient experienced hemolysis. As a result of the hemolysis the patient was transfused with one unit of red blood cells. The impella rp flex had suction alarms and low flows. The medical team suspected the impella may have ingested a clot. As a result tissue plasminogen activator was added to the purge solution.

Manufacturer narrative:
The investigation of placement signal issue and low pump flow has been completed. The cause of the placement signal issue was sensor drift per log and return product review. No problem was found as root cause of low pump flows as evidenced by data log analysis and clinical details. Low pump flow suspicion was caused by placement signal issue of the dp sensor g1 reporting contact email revised on manufacturer device report 1220648-2024-17513 in accordance with updated procedures. The hemolysis the patient expired was on the replacement impella rp flex pump. Not this pump. This issue will be documented in manufacturer device report 1220648-2024-17623. The following fields were revised on 1220648-2024-17513-2 b1 adverse event was erroneously selected. B5 narrative was erroneously entered. H1 type of report was erroneously selected. H6 health effect: clinical code 1886 and health effect: impact code 4643 were erroneously entered. H10 instructions for use were erroneously entered

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella rp flex support and there were placement signal alarms. There was no pulmonary artery signal and flow calculations were disabled. Additionally, low flows were noted on the impella. Blood was given to the patient. Furthermore, the pump was explanted due to the faulty optical sensor/differential pressure sensor. The impella rp flex was exchanged for a new impella rp flex. There was no reported harm to the patient. The patient's outcome at time of explant was noted as survived.